Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years due to valve degeneration with severe aortic insufficiency. Per the operative report, we identified the valve and it was degenerated. There was no perivalvular leak. It was all intra-valvular with part of one of the leaflets, which was partially frozen creating dissymmetry of the valve and a very central leak appeared to be perivalvular and in fact, it was not. Therefore, the valve was excised and a #25 edwards bioprosthetic valve was placed. The patient, having tolerated the procedure well, was then carried to the intensive care unit in critical but stable condition.

Manufacturer narrative:
(B)(4). It was reported that the device was explanted due to aortic insufficiency with central leak. Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. In this case, the surgeon indicated that there was valve degeneration, or deterioration. There was no malfunction of the edwards valve. Although the root cause of this event cannot be confirmed without the sample device, it appears that the patient's central leak was likely caused by the deterioration prosthetic valve. No further actions are possible with the available information.